Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the staff attempted to remove the foley catheter. Stated that unable to lock syringe on to balloon port, not enough room to lock syringe on and had to take off orange circle with foley size in order to lock syringe on. Upon examination, it was found that the balloon port appeared to be shorter than other foleys. And stated that the staff were able to pull the orange piece back enough to be able to attach a syringe to deflate balloon and to remove the foley.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure could be machine misalignment during valve/cap assembly. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." The actual/suspected device was inspected

Event description:
It was reported that the staff attempted to remove the foley catheter. Stated that unable to lock syringe on to balloon port, not enough room to lock syringe on and had to take off orange circle with foley size in order to lock syringe on. Upon examination, it was found that the balloon port appeared to be shorter than other foleys. And stated that the staff were able to pull the orange piece back enough to be able to attach a syringe to deflate balloon and to remove the foley.